Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it delivering lower than set peep (positive-end expiratory pressure) was confirmed. Ventec replaced the internal flow transducer (ift) to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the ift.

Event description:
It was reported that the device needed service. Upon evaluation of the device, ventec observed that it was delivering lower than set peep (positive-end expiratory pressure). There were no reports of patient involvement associated with the reported event.